Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a wrinkle on the right eye (od) at 1 day post-operative exam. The patient¿s chief complaint was of blurriness and irritation. On a 5 day post op exam, the flap was lifted and rinsed to resolve reported issue. The patient is doing well and is happy. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -2.00 x -.25 x 105, left eye pre-op 20/20 -3.00 x -.75 x 140. Bcva from (B)(6) 2017: right eye post-op 20/20 2.25 x -.50 x 0, left eye post-op 20/20 -1.25 x .00 x 90.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.